Event description:
The customer reported that the system displayed charger failed error message and as a result the system failed to perform fluoroscopy. Ther is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The customer was advised to reboot the system. The system was found to be working as intended following reboot. The customer decided to use the system as it is and call back for further repair if it fails again. The system was put back into svc.